Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the device within specification, deformation and crease fold. After autoclave cycle cloudiness in the gel was observed. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: b.5, d.7, d.10, g.3, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "fluid, pain is not going away, and they have a lot of the symptoms that your letter talks about." Device remains implanted.